Event description:
Information received from the field notes that while checking telemetry in preparation for implant, the link was broken and subsequent readings would not allow any mode programming.